Manufacturer narrative:
Other applicable components are: concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a trial patient. That thinks she may have pulled the wire out because there was a lot of blood at the lead site. She can still feel stimulation. The stimulation was working pretty good but its making her left leg jerk and its causing cramping in the toes. It doesn't matter if she turns it up or down it still happens. Event date was (B)(6) 2016 for blood/possible pulled wire and (B)(6) 201 for jerking leg/toe cramps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.